Event description:
On 11-jul-2008, stryker biotech received a report of swelling and wound drainage in a pt who received one unit of op-1 putty and one unit of op-1 implant as part of a posterolateral fusion the previous month. The physician reported that there was no infection present, and that the fluid tested negative for the presence of microorganisms. He also stated that the pt had numerous allergies which he believes may have been a factor in the swelling. The surgery was uninstrumented due to metal allergies. No additional info was provided. Additional info was received 18-aug-2008. A second follow up fax dated 17-jul-2008 was on file with the hosp, but was not received by stryker biotech until 15-sep-2008. Stryker pharmacovigilance contacted the site the following month, for further clarification and learned that this case, while initially believed to involve one pt, actually involved two pts, one who received op-1 putty and another who received op-1 implant. This MDR refers to the pt who received op-1 putty. Please refer to MDR #1224732-2008-00028 for relevant details of the pt who received op-1 implant. The op-1 putty was used in a posterolateral l5-s1 fusion on the month prior to original month, not two days later, as previously reported, in a pt who had been diagnosed with l5-s1 degenerative joint disease. The pt also suffered from metal allergies, which included an allergy to titanium. The physician reports that the op-1 putty was prepared by mixing 5cc of putty with 2cc bma, which was then mixed together with local bone and vitoss (a bone graft substitute). The physician reported that wound drainage began approximately two days after the pt was discharged (day five of post op) and was described as copious and clear. In addition, the wound was visibly swollen, red and firm (indurated). The physician reported that these observations were made on the first follow up visit a week later; an incision and drainage and vacuum assisted closure (vac) were performed the same day. Four wound cultures were taken, three of which tested negative for microorganisms and one of which grew one colony. The physician reports that there was no lab evidence of infection but the pt was placed on IV vancomycin for two weeks. The physician noted delayed closure of the wound following the incision and drainage. The physician reported that he believes the events were serious, as they prolonged the hospitalization, necessitated a second surgery (vac), and could have resulted in a frank infection if the pt had not been treated. The physician reported that he felt the events were related to the use of op-1 putty. Additional info was received 24-sep-2008. The physician reported that a CT scan of the l5-s1 twenty two days prior, shows that fusion has not yet been achieved. In early 2009: 'delivered goods receipt' received by stryker biotech indicated that pt sa received op-1 putty in conjunction with op-1 implant. Despite numerous attempts to follow up with the site, the last one the same day, for clarification of product (s) used in this case, stryker was unable to obtain clarification from the reporter. Therefore, MDR #1224732-2009-00013 has been created to reflect the fact that this pt received op-1 implant in conjunction with op-1 putty, as originally reported in 2008 and as reflected on the 'delivered goods receipt'. MDR# 1224732-2008-00027 is the report for this pt that reflects the op-1 putty product. The physician will also be notified that the use of op-1 implant in conjunction with op-1 putty constitutes off label use of the products.